Event description:
Pen device was not working, top came off. Took her bg and it was 4.6 (low sugar). This serious spontaneous case from the (B)(6) was reported by a consumer as "pen device was not working, top came off" and "took her bg and it was 4.6 (low sugar)" beginning on (B)(6) 2014, and concerned a (B)(6) female pt who was treated with insulin from an unk date for an unk indication and used novopen (insulin delivery device) as device therapy. Pt's height, weight and bmi: not reported. Med history not provided. On (B)(6) 2014 pt woke up early in the morning, felt unwell and confused. The pt took her bg which was 4.6 (units not reported). Blood sugar was low, so the pt had something to eat and returned to bed. The pt reported that when she got up again, she wanted to take insulin but the pen device was not working. The pt described the pen as "metal, blue and the top came off," but was not able to inform the name of the pen or the name of the insulin she was using. Since the pt still seemed to be confused and the pt was reported to be housebound, an ambulance was arranged by emergency service. Action taken to insulin and novopen was reported as unk. The overall outcome was reported as unk.